Event description:
It was reported by the distributorship that they found air bubbles in the sealing area of the package. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat: 814510080 lot: yg1121280b hfn lag screw 10.5mm x 80mm, cat: 814510080 lot: yg1121280b hfn lag screw 10.5mm x 80mm, cat: 814510080 lot: yg1121280b hfn lag screw 10.5mm x 80mm, cat: 814510080 lot: yg1121280b hfn lag screw 10.5mm x 80mm, cat: 814510080 lot: yg1121280b hfn lag screw 10.5mm x 80mm, cat: 814510080 lot: yg1121280b hfn lag screw 10.5mm x 80mm, cat: 814510080 lot: yg1121280b hfn lag screw 10.5mm x 80mm, cat: 814510080 lot: yg1121280b hfn lag screw 10.5mm x 80mm, cat: 814510080 lot: yg1121280b hfn lag screw 10.5mm x 80mm. Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it has been confirmed that the product was found to be conforming the initial report was forwarded in error and should be voided.

Manufacturer narrative:
Visual examination of the returned product found bubbles in the pouch seal. Seal tests were performed in which all results are within the acceptable limits. The product was found to be conforming. The initial report was forwarded in error and should be voided. Further, the event did not contribute to a serious injury; therefore, this would not be considered a reportable event.